Event description:
It was reported that the accunet recovery catheter was unable to retrieve the filter. The accunet filter would not close because the guide wire channel of the recovery catheter was unpassable. Additional information received indicates the pt suffered a mild stroke during the carotid procedure. The pt's strength in his left ahnd decreased. The recovery catheter was retrieved from the pt and the filter was retrieved from the pt with another recovery catheter. No surgical intervention was performed.